Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed cosmetic damage to the display lens, but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.

Event description:
The pt rec'd ER treatment for erratic blood glucose levels.